Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2009-06790. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. Seven to eleven months ago a taxus express2 2.5x28mm stent was implanted in the severely tortuous, moderately calcified right coronary artery (rca). Presently, the pt presented with 100% in-stent restenosis of the taxus express2 stent. At the time of the event, the pt was using aspirin and ticlopidine. A maverick2 balloon was advanced across the site of restenosis and on the first inflation at 12atms after about 7-8 seconds the balloon ruptured. A non-balloon catheter was used to finish the dilatation of the restenosis leaving residual stenosis of 75-90%. Next, an unspecified size taxus stent was used to complete the procedure. No pt complications were reported as a result of the event and the pt status was reported as "good".